Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
Received information regarding multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer reported an elevated blood glucose level of over 200 (mg/dl); however, the exact value was not provided. The customer was able to load a new cartridge successfully.